Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed device was not detected on bus error. A field service engineer (fse) identified failed drawers that were not being detected on the bus, applied a firewall edit package, and confirmed that after a reboot the drawers recovered; the fse then witnessed successful review and inventory of the previously failed items. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple "device not detected on bus" errors occurred, affecting several drawers. The machine was rebooted multiple times; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.